Event description:
It was reported by customer biomed that while in use, the v60 had error message regarding blower overheating. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: a philips service engineer replaced the blower assembly and gas delivery system (gds) to resolve the issue. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: the device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower overheating error message. It was reported that the device may have a dirty air inlet filter. The rse documented the blower assembly part number. A philips field service engineer (fse) noted that the diagnostic report (drpta) was downloaded and was checked for errors. It was reported that error code 1122 (cbittemphigherrorblower) was documented. The fse then checked the filters on device, and it was reported as "okay". A blower test was then performed for one hour in order recreate the issue. After the fse contacted the philips response center, it was determined that the device required a blower motor replacement. The investigation is ongoing.

Manufacturer narrative:
H11: a philips service engineer replaced the blower assembly to resolve the issue. The gas delivery subsystem (gds) is not applicable to the resolution and was replaced for a different issue. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The suspected blower assembly was returned to philips for evaluation and was tested under ER 2255237. It was reported by the technician, that in order for the blower temperature high alarm to occur, the temperature must reach 95 degrees celsius. Per the results obtained from the testing, the suspected blower assembly did not reach the 95 degrees celsius, and did not trigger the blower temperature high alarm. The alleged issue was not duplicated during testing. No fault found.